Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: a promus element plus mr ous 2.75 x 28 mm stent delivery system (sds) was returned for analysis. A visual examination found no issues with the stent profile. The struts showed no signs of damage or lifting. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) of the stent was measured and the result is within the maximum crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the moderately tortuous and mildly calcified mid right coronary artery (rca). A 2.75 x 28 mm promus element plus drug eluting stent was advanced to treat the lesion but failed to cross. Moreover, a vessel dissection occurred in the rca. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the moderately tortuous and mildly calcified mid right coronary artery (rca). A 2.75x28mm promus element¿ plus drug eluting stent was advanced to treat the lesion but failed to cross. Moreover, a vessel dissection occurred in the rca. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.